Event description:
It was reported that one week after implant, loss of sensing and increased threshold occurred. Repositioning attempts were unsuccessful, so the lead was explanted. No patient complications have been reported as a result of this event.